Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuating ino readings were observed. According to the hospital's report, the monitored no concentration varied between approximately +/-5ppm after the dose was weaned to 10 ppm. Linde's clinical education staff assisted with troubleshooting which stabilized the dose to 7-12 ppm. However, the monitored no concentration subsequently dropped to 0 ppm without any changes to the setup and remained at 0 ppm for several minutes. The device was exchanged, and therapy was resumed at the previous dose of 10 ppm. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels after the intervention. No lasting adverse effects were reported. Ventilator mode and settings: servo-u, simv pc, rate 20, 38% fio2, pc8, ps6, I-time 0.4. Pip 16, map 9.7, minute ventilation 0.4.